Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Troubleshooting was performed on site, where the armrest motor assembly was identified as the source of the error, and the motor module was replaced with all bolts torqued to specification; subsequent calibrations and testing confirmed resolution of the issue with no errors present and full ergonomic functionality restored. Intuitive surgical, inc. (Isi) did receive a da vinci 5 product to perform failure analysis. The assy motor module armrest ssc was analyzed and the reported issue was replicated during system testing, with error 23062 confirmed; visual inspection found no additional problems, and the root cause was determined to be armrest motor module failure.

Event description:
It was reported that during prior to starting, da vinci 5, the system displayed ergo error 23062 for the armrest ergo and the armrest controls were inoperable. Technical support attempted to reset the system multiple times, and it was noted that the second console worked without issue. The procedure was completed as planned with no report of patient injury.